Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. Article 399.092 with lot number 5667087 was never manufactured in (B)(4). The lot number cannot be found. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 399.092 with lot number(s) 5017015/5667087 is a lot/batch controlled item. The manufacture date of this item is 20-dec-2007. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that clamp on reduction forceps would not remain closed to hold the reduction during a left proximal humerus open reduction internal fixation (orif). While provisionally utilizing k-wires, the surgical team was going to augment fixation with the clamp. The clamp would not remain closed. There was a one (1) to two (2) minute surgical delay. Another instrument was available for use. The procedure was successfully completed with the patient in stable condition. This complaint involves one device. Concomitant devices reported: unknown k-wire (part #unknown, lot #unknown, quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service and repair evaluation was completed: the customer reported the clamp would not remain closed. The repair technician reported the locking lever and locking bar were worn, and the handles were worn at the pivot screw. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (reduction forceps with points medium handle-soft ratchet, part number 399.092, lot number 5017015, serial number (B)(4)). The complaint device was received at synthes customer quality (cq) for evaluation with complaint category does not /will not function: will not hold" and with complaint description "it was reported that clamp on reduction forceps would not remain closed to hold the reduction during a left proximal humerus open reduction internal fixation (orif)." The returned forceps are an instrument commonly used to reduce fractures in the minimally invasive osteosynthesis (mio) system and the compact foot system. The device drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. This complaint is confirmed, as the returned device was received at cq in the disassembled condition. The complaint condition of will not hold was not able to be replicated at cq as the device is disassembled and cannot be reassembled to specification without special assembly equipment. A definitive root cause could not be determined. However, the complaint condition was most likely caused by inadvertent disassembly/inadequate reassembling during sterile processing. This device is not intended to be disassembled for sterile processing. It is not likely that the design of the instrument contributed to this complaint. Manufacturing location: (B)(4). Lot number, serial number, other number¿UDI. A device history record review was performed for the complaint device lot number 5017015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. Manufacturing location: (B)(4). Manufacturing date: 26 november 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.